Event description:
The covidien representative in the united kingdom received a report from the customer which stated: "obturator cannot be easily passed or removed". It was noted the patient required re-cannulation. No other information was provided in the report.

Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. The sample associated to this report is currently in transit to the manufacturing site for investigation. If significant information is identified from the investigation, a summary of the findings will be provided in a supplemental report.